Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, an intermediate production investigation was done. Production documentation indicates no deviations were observed during the production and packaging that could cause this issue. The required tests were performed and the results were passed. No additional complaints registered about this lot number. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. There was no ncr for this lot. As we have not received back any samples, the necessary tests cannot be made.

Event description:
According to the available information, customer inserted catheter and pumped balloon but did not feel right as if it wasn't inflating properly. She then attempted to administer 350 ml water and then experienced excruciating pain. The catheter was difficult & painful to remove and once it came out there was a mixture of feces and blood. Customer had to be taken into hospital with anal bleeding and abdominal pain caused by perforated rectum that happened whilst using peristeen. Patient had to have an operation which resulted in her now having to use a stoma bag. The incident happened when using persiteen. Customer believes it has something to do with the balloon part of the catheter failing. Catheter looked normal prior to use.